Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-21444. It was reported the patient was seen for a drg re-trial on (B)(6) 2020. The case was abandoned due to difficulty with sheaths during implant; the sheaths were kinked multiple times.